Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6) reports patient status post right total knee done on (B)(6) 2016 now has an insert that appears to disassociated from its baseplate locking mechanism. Dr. (B)(6) decided to revise the knee and replaced the insert. The insert was removed. Correct size was confirmed and a new insert was impacted into place.